Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) unable to replicate issue, problem not verified. No errors in logs that would stop treatment. Errors over the last month were motor speed adjustments and a fo continuous bit failure. Device confirmed functional and ready for patient use. Returned to customer.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) stopped inflating/deflation of balloon. No harm reported.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.